Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 26 mmol/l. Customer's blood glucose level was changed rapidly up to 34 mmol/l. The customer did experience a symptoms such as nausea and cramping in the arm and leg and then they went to the emergency room. Troubleshooting was done for high blood glucose and under delivery. Customer stated that the auto mode was inactive at the time of high blood glucose event. Customer reported that they treated their high blood glucose with insulin pump and intravenously. Based on customer report customer does not allege insulin pump was under delivering. Customer reported that they received insulin flow block alarms. Customer reported that there were no any leak or air bubbles in tubing. Customer was unable to performed the high pressure test as they did not have tubing clamp with them. The insulin pump will not be returned for analysis.